Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6. H10. Visual examination of the provided pictures identified light scuffing can be seen on the t-handle. The screwdriver to handle attachment end has fracture and remains inside of the t-handle. Additionally, the hex end of the driver appears to be fractured. Confirmed fracture for the screwdriver, however the fracture of the t-handle remains unconfirmed. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: cat #: 31-301850/ arocs mod t handle / lot #: 419409. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the t-handle and screwdriver broke during a procedure. There were no health consequences or harm to the patient. It was reported that no further information is available.